Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that shaft hole occurred. A 3.25mm x 12mm nc emerge balloon catheter was selected for dilation. However, the wire would not feed through the balloon shaft when the balloon was tried to load on the wire and a shaft hole was noted. The device was replaced with a new nc emerge balloon catheter and the procedure was completed successfully. There were no patient complications nor injuries reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date was not provided. Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen. The guidewire lumen was buckled and prolapsed 2mm distal from the bicomponent weld, at 1mm in length. Within this buckle were two punctures in the lumen indicative to an interaction with a guidewire. At 5mm distal from the bicomponent weld, for a length of 1mm, the guidewire lumen was buckled and prolapsed, without signs of puncture, for a second segment. The balloon had tight folds. Further inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft hole occurred. A 3.25mm x 12mm nc emerge balloon catheter was selected for dilation. However, the wire would not feed through the balloon shaft when the balloon was tried to load on the wire and a shaft hole was noted. The device was replaced with a new nc emerge balloon catheter and the procedure was completed successfully. There were no patient complications nor injuries reported.